Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a one-time spike in shock impedance measurement of 85 ohms, followed by a low out of range shock impedance measurement less than 20 ohms, the next day. It was noted that since then, device shock impedance has returned to baseline measurements. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.